Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to clinic due to phrenic nerve stimulation from the atrial lead. In addition, low sensing was observed and atrial lead dislodgment was suspected but not confirmed. The device was reprogrammed to resolve the event and the patient was in stable condition.